Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, ptosis. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient, who's undergone breast prosthesis implantation procedure with a (right) 225cc mentor siltex round moderate profile saline and a (left) unspecified mentor textured saline breast prosthesis, suffered unspecified symptoms associated with breast implant illness, right breast implant deflation and left breast ptosis, post-procedure. As a result, the patient underwent bilateral enbloc/total capsulectomies, bilateral inverted-t mastopexy tuck and bilateral removal without replacements on (B)(6) 2020. This medwatch form is for the left breast prosthesis. Complications on the right breast/implant were reported under mrn: 1645337-2020-13205.